Manufacturer narrative:
The device will not be received for evaluation. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The customer reported to baxter that a bladder ruptured when filling a singleday infusor. The device was filled with 5fu and sodium chloride (nacl). The total fill volume was 48 ml. The sample is not available for analysis and there was no patient involved. No additional information is available at this time.